Event description:
On (B)(6) 2025, the user reported being off the ilet for several days due to running out of sensors. After receiving a new freestyle libre 3+ (fsl3+) sensor, the user initially had pairing difficulties but later confirmed it was connected. A full supply change was completed using a teflon infusion set, and insulin delivery resumed. The highest blood glucose (bg) recorded was 400 mg/dl. At follow-up on 06-sep-2025, blood glucose (bg) had returned to range. Blood glucose (bg) was corrected with resumed ilet dosing. The user's reported symptom was feeling wiped out. No outside assistance or medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.